Event description:
It was reported that during a transhepatic procedure, the wire separated. The area of treatment was bilateral distal branch pulmonary stenosis. Following placement of the 4fr jb1 guide catheter into the distal right pulmonary artery, the platinum plus guide wire was placed deep into the pulmonary artery. The wire was placed so that the stiff part was across the stenosis. The guide catheter was removed, and an unspecified balloon catheter was advanced and the balloon was inflated. The balloon catheter was removed and the guide catheter was reinserted. The platinum plus guide wire was then pulled back, and there was an apparent kink distally and the distal tip of the wire uncoiled. During a continued withdrawal attempt the tip of the wire broke within the catheter. The catheter was then cut, and a snare was advanced over the end of the wire with a further attempt to remove the wire. However, this stretched the wire more and the wire detached. An attempt was made to retrieve the detached tip with biopsy forceps however that was not successful. An angiogram was performed and it confirmed that there was no significant obstruction to flow. The entirety of the wire is distal to a unspecified stent placed. The patient was discharged the next day without any issues and is on aspirin therapy.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.